Event description:
It was reported that a patient presented in-clinic for an unrelated issue. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise. Corrective programming changes were made and surgical intervention was planned. No patient consequences were reported.

Event description:
New information received notes that the right ventricular (rv) lead exhibited another instance of over-sensing of noise. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.